Event description:
A 3.0mm diameter x 30mm length medtronic ave s670 rapid exchanger stent delivery system was unable to cross an unknown coronary artery lesion. This was initially reported as a positioning difficulty and not a product complaint. However, upon return of the device, it was noted that the stent was not present on the stent delivery system balloon. Upon follow-up investigation, add'l info revealed that the stent delivery system was unable to cross the target lesion, and upon withdrawal into the guide catheter, it dislodged from the stent delivery balloon. The stent was successfully snared from the pt. There were no add'l clinical sequelae reported relative to the event.